Manufacturer narrative:
As reported in a research article, events of perforation, cardiac tamponade, pvl, hemolysis and re-operation occurred. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2135147-2021-00191, 2135147-2021-00192. The article, "transcatheter closure of paravalvular leak: multicenter experience and follow-up" , was reviewed. This research article is a retrospective multi-center experience to assess clinical outcomes of consecutive patients with paravalvular leak(pvl) treated with transcatheter techniques. Occlutech paravalvular leak device(occlutech), ampaltzer vascular plug and amplatzer duct occluder(abbott) were associated with the study. There is no allegation of malfunction of the abbott devices. The article concluded that transcatheter closure of pvl can be performed with high technical and clinical success rates and limited complications that lead to significant pvl reduction and functional status improvement. The primary and correspondence author of the article is konstantinos kalogeras, md, phd, 3rd department of cardiology, sotiria hospital, medical school, national & kapodistrian university of athens, athanasiou diakou 23, ilioupoli, 16342, greece with the corresponding email: kalogerask@yahoo.gr.